Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem, and device codes (f10 and h6), in sections f - user facility / importer report information and h - device manufacturers only. It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported a patient experienced pericardial effusion, cardiac tamponade and arrhythmia. The procedure was cancelled. During a left atrial appendage (laa) closure procedure, a versacross connect laac was selected for use. No preexisting effusion was noted. The physician performed transeptal puncture. The versacross wire went through the aorta, then when the physician pulled back to the right side, the watchman sheath nicked the right atrium (ra), and a small laceration was noted on the ra. The effusion developed immediately after the transeptal. The physician believed the effusion occurred during chest compressions. Pericardiocentesis was performed and two (2) liters of bright red blood were removed, and 50ml of protamine were administrated to the patient. The cardiothoracic surgeon created a window to patch the ra, and a cell saver was used. The versacross wire in the aorta immediately after the transeptal. But when the surgeon made a window he said the majority of the effusion was located around the ra and saw a small laceration on the ra. They believe this occurred during chest compressions when the ts was sitting in the ra. The patient was not on warfarin. Laa ligated was not done. The patient received blood transfusion. The patient remains in the hospital in stable condition but remains intubated and sedated but off of all pressors. The patient was later discharged on (B)(6) 2025. The device is not expected to be returned for analysis. It was further confirmed the device was disposed. Imaging was very challenging during the procedure and was hard to see the wire. It was a very small window but physician crossed mid on the septum so it appeared to be safe from the bicaval and short axis views. The physician believes they were already across when we rf was applied to the versacross wire and that's why it went through the aorta. They were never able to see the wire in the left atrium. The patient was discharged and is stable.

Event description:
It was reported a patient experienced pericardial effusion, cardiac tamponade and arrhythmia. The procedure was cancelled. During a left atrial appendage (laa) closure procedure, a versacross connect laac was selected for use. No preexisting effusion was noted. The physician performed transeptal puncture. The versacross wire went through the aorta, then when the physician pulled back to the right side, the watchman sheath nicked the right atrium (ra), and a small laceration was noted on the ra. The effusion developed immediately after the transeptal. The physician believed the effusion occurred during chest compressions. Pericardiocentesis was performed and two (2) liters of bright red blood were removed, and 50ml of protamine were administrated to the patient. The cardiothoracic surgeon created a window to patch the ra, and a cell saver was used. The versacross wire in the aorta immediately after the transeptal. But when the surgeon made a window, he said the majority of the effusion was located around the ra and saw a small laceration on the ra. They believe this occurred during chest compressions when the ts was sitting in the ra. The patient was not on warfarin. Laa ligated was not done. The patient received blood transfusion. The patient remains in the hospital in stable condition but remains intubated and sedated but off of all pressors. The patient was later discharged on (B)(6) 2025. The device is not expected to be returned for analysis.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received.